Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-05125. It was reported the pt had been experiencing vomiting when stimulation was turned on. The pt had been to the emergency room on a couple of occasions as a result. An sjm rep met with the pt and resolved the issue via reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.